Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on to a blank display screen. The pump case was opened and the oled was observed to be damaged. The damaged oled was replaced with a test display, and the test display was clear and legible. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank. The reporter confirmed that audible tones were present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.